Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to slight moisture damage on the force sensor resistor. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was between 400 and 600 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unsure whether another alarm indicating a motor position encoder error had occurred or not. Advised replacement of the insulin pump. Nothing further reported.